Manufacturer narrative:
The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed.

Event description:
A report was received from an eye care provider's office that a consumer experienced contact lenses tearing in her eyes as well as a contact lens stuck in the left eye which required a medical appointment to assist in removing the contact lens. The consumer advised the eye care provider that this was the third time and she had seen two other eye care providers for the prior events. The reporting eye care provider's office referred the consumer to a retinal specialist due to a detached retina and the consumer had surgery on (B)(6) 2015 and it is reported that there was a follow up visit on (B)(6) 2015. No additional information is available at this time.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
An adverse event form was received from the reporting eye care provider's office. The form states that the event occurred in the left eye (os) and there was severe pain and redness. The clinical diagnosis is stated to be a retinal detachment due to eye trauma not related to contacts. The adverse event form received confirms that the patient was hospitalized for the retinal surgery initially reported.